Event description:
Design problem. To get x-ray, a setting on machine determines amount of exposure. The dial has no relationship to actual amount of x-ray exposure. Dial is improperly labeled. Changing readout would rectify situation.